Manufacturer narrative:
Per tandem user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration of time. Reportedly, the customer was wearing the transmitter on the back of the left thigh and the pump was located in the front, left pocket. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. No additional patient information was available.